Event description:
New information received on 10 dec 2019, indicates that the atrial lead had high impedance and low sensing that was discovered during routine clinic visits. The lead was programmed off since (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with an unspecified sensing and threshold issue on the right atrial lead. The lead was explanted and replaced. No further information was available.